Event description:
A customer contacted beckman coulter inc., (bci) reporting that they found a leak under and near the unicel dxl 600 access immunoassay system. No injuries were reported by the customer.

Manufacturer narrative:
Customer is not questioning assays or patient results. No system performance information was provided by customer. A field service engineer (fse) was dispatched: the fse found "non-original" waste drain fittings. The fse replaced non-original fittings with the proper fitting and verified system performance to published specifications. It is unclear how these non-original fittings came to be on the instrument. Hardware is the root cause for this event.